Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received stating that the device was in use with the pt for an unk amount of time when one of the eyelets was observed torn. No incident related medical sequela was reported.